Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a healthcare professional (hcp) regarding a patient receiving a dose of 115mcg/day at a concentration of 500mcg/ml of fentanyl via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by a hcp that when refilling the patient¿s pump on (B)(6) 2016. The expected reservoir volume was 4ml and the actual reservoir volume was 4ml. However, the drug that was removed was yellow in color. Hcp called the pharmacy who reported that nothing with new with the drug and they were not aware of fentanyl changing color. Hcp stated that nothing was remarkable about the refill procedure and when he rinsed the pump with saline, the fluid was clear. Was able to refill without difficulty and patient was not experiencing any therapy issues. Discussed sending drug to toxicology lab for analysis, but the drug had been disposed of. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.